Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported xen®45 gts curled inside the right eye and could not be fixed due to patient's pre-existing scar tissue. Surgery was completed with a 2nd xen®45 gts. There was no eye injury. The affected device remains implanted.